Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. It is noted that revision surgery occurred due to fistula forming behind the ear and to prevent spreading of infection. A review of the device history record was completed, and no anomalies were noted. The recipient has healed and performing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to a fistula. It is noted that the device was visible. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was activated and performance is good. The device will not return for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.